Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there was difficulty placing the pacing lead. The helix failed to retract during repositioning and was blocked while stuck on the tricuspid valve. A piece of the valve was torn during extraction. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended, stretched and bent, and would not retract. If information is provided in the future, a supplemental report will be issued.